Manufacturer narrative:
Fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continued from h3. Device evaluated: device received, but analysis is currently still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass grafting surgery during an elective triple bypass using the fusion oxygenator, as soon as the administration of cardioplegia began and during the systemic cooling phase there was a progressive and sudden increase in the incoming pressure of the oxygenator. This compromised the theoretical flow of 2.4 l/min/m2. The perfusionist measured the pressure drop and noted that blood pressure values were outside adequate transmembrane pressure ranges for approximately 20 minutes. To address the issue, 100 ml of albumin was administered and a temporary return to normothermia was required. Blood pressure values gradually returned to adequate ranges within approximately 20 minutes. The use of the device was unspecified. No patient complications have been reported as a result of this event. Three fusion oxygenator lots were used in this custom tubing pack; 229556268, 229505448 and 229505447. Medtronic received additional information that the work dynamics are always the same, standard systemic heparinization, roller pump, moderate hypothermia, act monitoring, and blood pressure monitoring before and after the oxygenator. The problems began, chronologically, when the customer started using balance coated devices again. It was stated that the facility are expert fusion users, they have been using it since 2012.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of clot/fibrin. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood & gas flows) and the results are as follows. ¿ 205 mmhg blood side pressure drop. The reason for the return was not confirmed for flow issues; however, it is undetermined for the pressure drop issues. Correction d5 (oper of dev): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.